Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Patient does not recall when skin irritation started. He states it has been going on for some time. He reports the skin irritation to his peristomal skin is like a red diaper rash under various mass areas related to how liquid the stool is and from stool sitting on the skin. He reports if the skin irritation becomes raw he has slight bleeding that resolves with wiping the area with slight pressure. He reports no medical intervention. He is currently not using anything on his skin except water to cleanse. He has not been seen by a medical professional or prescribed anything for the skin irritation. He has not used anything over the counter. Instructed on use of stomahesive powder. Encouraged to see local ostomy nurse as he was instructed at the local united ostomy association support group to make an appointment. Did not wish to share additional information. Product use and skin care instructions provided.